Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the day of treatment showed the system passed successfully all initialization steps. The user performed a gas change, performed the scanner test and performed the needed energy check and eyetracker test without any issue. The fluence test was performed. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ have to be repeated. However, the user still confirmed the fluence test and performed multiple treatments during the whole day. The measured energy was stable. The corresponding treatments (left and right eye) were performed with one interruption. An incorrect ablation depth could be contributed to an undercorrection or overcorrection. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with bad quality in post-operative topographies and visual acuity. The patient had post-operative central haze. Topical steroid dosage was tapered and patient was instructed to use preservative free tears every two to three hours. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.